Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection the complaint was confirmed. The body tubing of the catheter had completely separated from the tip tubing at the fuse zone interface. The end of the tip tubing appeared damaged. It was also observed that remnants of the body tubing were still attached to the tip tubing where the separation occurred. This type of damage indicates that the catheter underwent significant manipulation and stress prior to the tip detaching. Fusing setup sample information for the lot the suspect device came from, was evaluated and revealed that all samples tested met the minimum acceptance criteria. The fuse zone bonding process for this line of catheters has been improved to reduce potential variability in the fusing process. This device was mfg prior to the noted improvements.

Event description:
The customer reported that during a pelvic angiogram procedure, the catheter was inserted through a right stenosis in the common iliac. After the physician had injected contrast he removed the catheter and noticed that the tip was missing. The tip was found in the pt, embedded in the stenosis. The physician then performed a balloon angioplasty on the stenosis and was able to successfully remove the catheter tip from the pt with a snare.